Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "The customer called complaining 3100b unfiltered circuit p/n 775856 lot# 021208, per customer around the bias flow inlet circuit comes apart, no apparent pt issues noted since once it was identified different circuit was used. I told the customer this would be reported to our qa group and product manager for further inquiry, I would also need a circuit that was not used on a pt to be sent back for further evaluation the customer agreed." The following description of the event was copied from the user facility medwatch report rec'd by carefusion on 10/22/2009. "Event description: the ventilator shut down when the supply tubing to the humidifier became disconnected. Ventilator had passed the circuit calibration prior to set up. Disconnection occurred approximately 1 hr into set-up. The disconnection was discovered about 10 minutes after the ventilator shut down. The pt was returned to conventional ventilation during the period while troubleshooting the unit. The tubing was reconnected and pt was returned to hfov (high frequency oscillatory ventilation). The pt was not harmed. Two circuits were tried and failed. Both have been retained, but are h1n1 contaminated." "Device usage problem: device malfunction that is, the device did not do what it was supposed to do." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
(B)(4). The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on info provided by the user facility medwatch report rec'd from the FDA and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4) (the 3100b high frequency oscillator operated as intended. The pt circuit got disconnected from the humidifier and caused the reported problem). Carefusion was not able to evaluate the alleged defective pt circuit part number 775856, lot# 021208 because the user facility returned the wrong pt circuit part number and lot number. Carefusion has contacted the user facility and requested they send the correct pt circuit for eval. A follow up medwatch report will be submitted once the eval of the correct pt circuit is completed. Brand name: pt breathing circuit.